Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2007 - patient underwent repair of an umbilical hernia with ventralex mesh. On (B)(6) 2009 - patient underwent excision of ventralex mesh and placement of non-bard onlay patch reinforcement.

Manufacturer narrative:
Based on the information provided, no device failure has occurred. The medical records were limited to the implant and explant operative reports and did not include any patient information or test results. The patient had complaints of pain prior to the explant of ventralex. The operative dictation states "with the patient's fascia being so thin, the protac spirals were eroding through the fascia." Based on the operative dictation, it appears the non-bard tacks were most likely the cause of pain. With the current available information, no device failure has occurred.